Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint is expected or random component failure resulting from physical stress, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: a chip on the distal end plastic cover. As a result, the affected component required replacement. There was no patient involvement associated with this event.